Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a vertebral compression fracture (vcf) and 6 days post-op, the patient presented with osteomyelitis at the treated level. Per the report, "the hospital has not determined the post-procedure complications are due to the product" and indicated that "the cement implant most likely did not contribute" to the osteomyelitis incident." No further information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the osteomyelitis affected the treated level only and a sterility breach in product was not suspected. No surgery was required to explant and the patient was treated with antibiotics. No other information was reported.